Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2016 during which the surgeon noted extensive small bowel and omental adhesions to the anterior abdominal wall in the area of the previously placed mesh. Lysis of adhesions was undertaken to take the bowel down off of the abdominal wall. It was reported that the patient experienced severe pain, nausea, inflammation, dense adhesions, loss of appetite, stress and anxiety. It was reported that the patient underwent removal surgery on (B)(6) 2017. It was reported that the patient experienced persistent pain in the repaired trocar site in the upper midline where she had recurrent hernia. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/13/2025. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Mwr-(B)(4) submitted for adverse event which occurred on 9/28/2016. Mwr-(B)(4) submitted for adverse event which occurred on 10/11/2017. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 5/01/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.